Event description:
During a laparoscopic gastric bypass procedure, the anastomosis was not complete. Required surgeon to hand sew over the staple line to complete the procedure. There was no pt consequence.